Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-ray for l5-s1 alif shows migration of plate and screws. Spondylolisthesis appears usual. Pre-op film demonstrating the deformity and intra-op films showing initial placement which would be helpful. Suspect degree of deformity and instability at this level contributed to constant films. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-op, entire construct migrated forward and screws pulled out. Ongoing leg pain and back pain was reported. No surgery is currently scheduled.